Manufacturer narrative:
To date, device has not yet been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head was slightly loose and looked a little grainy. There were no reports of patient harm.

Event description:
It was reported, the camera head was slightly loose and looked a little grainy. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure of "slightly loose" was confirmed. The image issue of "looks a little grainy" was not confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on coupler mount, the coupler rattles. The most probable cause of the complaint was component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.